Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported issue. The device was extensively tested, but no discrepancies could be observed. After having observed proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had switched off automatically several times. No information was provided regarding patient use being associated with the reported event.